Manufacturer narrative:
The returned product was evaluated and the investigation found insufficient battery power. A decrease in battery power could result in an under-delivery of insulin. The pod was found to have generated an alarm indicating that a reset occurred due to a low voltage detect. Investigation found low voltage on the 3v stack. It is unclear when the batteries lost their charge, or if they contributed to the triggering of the hazard alarm. A root cause for the triggering of the hazard alarm could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 14421-aw rev h 01/16; checking your blood glucose 7 / page 96. Warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The patient reported that the pod alarmed and caused her to have a high blood glucose of 385mg/dl. She felt like she was going to vomit and was nauseous. Treatment included an injection via syringe. She stated that the high blood glucose was due to the pod failing and her being unable to replace it right away since she did not have another pod to put on. The pod had been worn on the arm for between 4 and 24 hours. The device was returned for evaluation.